Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly. However, moisture damage noted on keypad traces. No unexpected failed battery test alarms noted. Insulin pump passed displacement test and off no power test. The operating currents were in specifications. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
Customer reported that the insulin pump returned a button error alarm, a failed battery test, and a no insulin message. Customer did not recall any significant events leading up to the button error alarm. Blood glucose level was near 300 mg/dl at the time of the call. No further information was provided.